Event description:
Boston scientific received information that during a normal patient follow up, a red screen appeared when this device was interrogated that stated to call technical service. No issues were noted. The device was interrogated a second time and memory download was performed. The data was sent to boston scientific technical services (ts) for evaluation. A ts consultant reviewed the data and discussed that the device alerted for a da error, or a temporary memory corruption in the device firmware. It was discussed that it is a benign error and that therapy is still available to the patient. The ts consultant provided recommendations for the field representative. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.